Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the past, the right ventricular lead had unstable and increasing thresholds causing diaphragmatic and phrenic nerve stimulation. The lead was reprogrammed at that time. The lead has now been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.